Event description:
It was reported by a sales representative (sr) that telemetry could not be established with a programmer that has worked in the past. The sr stated that now they could only get toggling between the orange and one green light on the programmer. The sr stated that some troubleshooting steps were taken such as moving the programming head several times, but that did not make a difference. Technical support (ts) suggested moving to a different room in case there is too much interference. Ts also suggested swapping the programming head, placing a towel over the patient¿s pacemaker site, doubling up the magnetic field by placing a donut magnet under the programming head with overweight patients or slowly move the programming head toward the pacemaker pocket. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).